Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por) code. They were trying to turn stimulation on using the patient programmer (pp) when the por was seen. The patient was recently implanted and was recovering from lead and battery replacement surgery. No symptoms reported. The por was seen today, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.